Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 200 samples were taken from the current production (00001-14 assembly,7.0 mm, sheridan cf murphy trach lot # 3009478) at the manufacturing facility. The samples were visually inspected and issue reported "leak - device leak - cuff" was not observed in the current manufacturing process. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the doctor found cuff leakage in the clinical setting before using on patient, no impact on the operation". No patient involvement reported.